Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the user attempted fire the reload with the idrive stapler, the green lights on the idrive were normally lit and it was possible to begin firing the stapler. However, the firing stopped after advancing a few millimeters. The user was unable to begin firing the device again. There was no reported patient injury. There was no extension of incision. There was no extension of surgery time of over 30 minutes. There was no unanticipated blood loss, tissue loss or tissue damage. There was no device component that fell into or was left in the patient cavity. There was no reinforcement material used. Based on additional information received 24 october 2016, the reporter confirmed that the surgery was converted to an open procedure.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident was that during a lap colon procedure there was a partial firing. Visual inspection noted that the reload was partially fired with staple protrusion visible to the 3cm cute line. During functional evaluation, the reload fired all remaining staples successfully. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates these devices lot numbers were released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No enhancements or improvements were generated for the reported condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.